Event description:
Echelon flex powered plus long articulating endoscopic 60mm linear cutter was powered and when first fired sounded like the battery was dying. A second device was opened and it did the same thing so a third was opened to complete the case. Additionally, we had two other instances that occurred on [date redacted] with two different cases in which batteries did not function as intended, however the lot and asset numbers were not retained. The narrative for the first event was as follows: "ethicon echelon flex powered laparoscopic stapler, when in use during procedure sounded like the battery did not have enough power. Discontinued use and opened a new stapler which sounded normal. The narrative for the second event was as follows: "ethicon echelon flex powered laparoscopic stapler, when in use during procedure sounded like the battery did not have enough power. Discontinued use and opened a new stapler which sounded normal. This is second documented time having the same issue in separate cases." Additional event on [date redacted] also involving the echelon flex powered plus long articulating endoscopic 60mm linear cutter. The first 2 loads were fired and it sounded like it was dying. A second stapler was opened. The surgeon used the second stapler though it also sounded like it was dying.